Event description:
It was reported that the tip of the device broke inside a patient. All pieces were retrieved and no patient harm was reported. An x-ray was performed and revealed no pieces left inside.

Manufacturer narrative:
Date of event was unknown. Bd awareness date was provided. A sample was expected to be returned for investigation. However, no sample has been received and customer has not responded to follow up attempts. A review of the device history record could not be performed as the lot was unknown. Since no sample has been received a thorough investigation could not be performed to determine the root cause of this issue. If a sample becomes available this investigation will be reopened and a supplemental emdr will be submitted. H3 other text : no device was available for evaluation.

Manufacturer narrative:
Date of event was unknown. Bd awareness date was provided. Once a sample is received and an investigation has been performed a follow up emdr will be provided.

Event description:
It was reported that the tip of the device broke inside a patient. All pieces were retrieved and no patient harm was reported. An x-ray was performed and revealed no pieces left inside.